Manufacturer narrative:
(B) (4).

Event description:
Procedure type: oophorocystectomy. According to the reporter: the seal part was partly torn and leakage occurred. Used another device. No bleeding. Nothing fell into the pt's cavity. No tissue damaged. No extended more than 30 mins. No pt info available. No pt injury was reported.